Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the implant procedure, while connecting this implantable pacemaker to the lead, it was not possible to stimulate the cardiac tissue. It was also reported that the pacemaker exhibited high out-of-range pacing impedance measurements of greater than 3000 ohms, high pacing threshold values and loss of capture. The pacemaker was attempted to be reconnected; however, the same behavior was observed. The lead was tested via a pacing system analyzer (psa) and no anomalies were found. Subsequently, this pacemaker was removed, replaced, and returned to boston scientific for analysis.